Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection, it was confirmed that the slack had been taken up and the trip wire was properly secured to the post. The suture wire was returned with seven knots. However, the ligator housing was not included for analysis. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. It was found that the slack had been taken up and the trip wire was properly secured to the post. The returned suture wire contained seven knots. However, the ligator housing was not returned for analysis. As a result, the most probable cause of the reported issue could not be determined due to insufficient evidence. Without the ligator housing, it was not possible to assess the device for any potential defects, and a thorough evaluation could not be conducted to identify contributing factors to the event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.